Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the right colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter even after the deployment steps were followed. The handle was re-tried to open and close to deploy the clip, but it did not work. The procedure was completed successfully with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the right colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter even after the deployment steps were followed. The handle was re-tried to open and close to deploy the clip, but it did not work. The procedure was completed successfully with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Additional information received on november 08, 2021: it was reported that in the stages of deployment, snap and crackle were felt but there was no pop.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached with the device. Microscope examination was performed; it was observed that the clip assembly was stuck into the bushing and it was disconnected from the handle, confirming the deployment failure. Additionally, the clip assembly had one arm activated. Dimensional examination was performed, and it was noted that the bushing outer diameter was within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and side b were within specification. The bushing tabs were measured and each sides were symmetrical. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.